Manufacturer narrative:
The insulin pump powered up after battery installation. Insulin pump was received with partial display/missing segments ( white spot across the right hand side of display) due to moisture damage on the electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. Also, received with moisture damage inside of the battery tube, on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, case cracked behind the insulin pump near the battery compartment, cracked battery tube threads, serial number label stained and faded, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen had several yellow lines but then it turned pink. Now the left hand side had white lines and they could not read the screen. The insulin pump also had a crack on the back, behind the belt clip. The insulin pump was exposed to moisture. Customer's blood glucose level was 172 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.